Manufacturer narrative:
(B)(4). The analysis results showed that four ecr60d reloads a, b, c, and d were returned in good visual condition and fully fired. In addition, reload c had several staples on the cartridge deck. No functional test was performed due to the condition of the reloads.it should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the gold cartridge was loaded into device. The device was fired four times and it was used for the gastric body and small bowel. After all firings, leak test was performed and leak was found. The leak site was the acral part (about 1 cm) of the 2nd firing where the instrument was used to resect the gastric body by two firings. When the leak site was checked, it was found that the staples were not being deployed on the leak site. Additional suture was performed. There were no adverse consequences for the patient. There were no anomalies at other fired sites. The staples of the other three firings were proper b-formed shape. The doctor commented that there had been no difficulties in firings.